Event description:
The pt had two leads (from the same lot) for atrial use. It was reported the both leads had migrated due to the pt having a tumors near the lead site. As a result, all product was explanted. The explanted product was discarded by the surgical facility.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.